Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The boyfriend reported via phone call that the customer received a button error alarm while they were sleeping. The customer's blood glucose was 44 mg/dl. Customer has treated for their blood glucose. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.